Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that she had a bad batch of sensors. The customer stated that she received a change sensor after getting cal errors. The customer stated that last night, she was extremely brittle and she had eggnog. The customer did not want to troubleshoot for the high or low blood glucose readings on the pump. The customer will be sent replacement sensors.